Event description:
Caller states the customer had low blood glucose symptoms with a result of 142 mg/dl obtained on the mobile system. Caller tested the customer on a freestyle optium meter and the result was 41 mg/dl 4 minutes after the mobile test. Caller gave her "straight" sugar and a biscuit and low blood glucose symptoms improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.